Manufacturer narrative:
(B)(4). Device evaluation: the sc60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge reload loaded on the device. The cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please clarify what was meant, by, ¿middle of the first shot did not lock?¿ during which firing stroke did the event occur (1st, 2nd ,3rd, or 4th)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What type of procedure was the device used in? How was the procedure completed?

Event description:
It was reported that when using the stapler in the middle of the first shot did not lock, did not open and did not cut.